Manufacturer narrative:
Intuitive surgical, inc. (Isi) followed up with the initial reporter and the following additional information was obtained: the customer identified the reported issue during a procedure. It was noted that a fragment fell into the patient, but there was no information whether the fragment was retrieved. There was no reported patient injury nor has the patient returned to the hospital due to post-operative complications.

Manufacturer narrative:
No product is expected to be returned for failure analysis as this event information was obtained as part of a customer survey. Therefore the details of the event and the instrument are not available. No image or video was available for review. Verification of the event details via system logs cannot be performed at this time because there is insufficient event date information. This complaint is considered a reportable malfunction event due to the following conclusion: per the description of the complaint, the clip applier may have incurred a failure mode that is known to impact clip application effectiveness. Deficiencies in clip application may lead to inadequate hemostasis. While there was no harm or injury to the patient, the reported failure mode could likely cause or contribute to an adverse event if it were to recur.

Event description:
It was reported that the large hem-o-lok clip applier instrument clip fall out or do not close adequately. No further procedure information was provided as it was obtained through a survey response. The endowrist large clip applier is intended to be used with the da vinci system for the application of large weck hem-o-lok polymer locking ligation clips for ligation of vessels and tissue bundles ranging in size from 5¿13 mm in diameter. An intuitive surgical, inc. (Isi) made multiple follow-up attempts to obtain additional information. However, no further details have been received as of the date of this report.